Event description:
It was reported that the patient experienced the penis bending forward with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient had pain in the penis and the physician decided to explant and replace the device.

Event description:
It was reported that the patient experienced the penis bending forward with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient had pain in the penis and the physician decided to explant and replace the device.

Manufacturer narrative:
Analysis: patient dissatisfaction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. No device malfunction or issue was confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Pump analysis: patient dissatisfaction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders.

Event description:
It was reported that the patient experienced the penis bending forward with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.